Manufacturer narrative:
Results: no sample or photo was not returned for evaluation. A device history reviewed was performed on lots 6326528 and 6336709 which revealed all required challenge samples and testing were conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of these lots that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Conclusions: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of (B)(6) 2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6326528, medical device expiration date: 10/31/2019, device manufacture date: 11/22/2016; medical device lot #: 6336709, medical device expiration date: 11/30/2019, device manufacture date: 12/03/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pacu nurses found four instances where the safety needle failed to retract on 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheters. There was no report of injury or medical intervention.